Event description:
Approx 400cc of jevity was infused in a g-tube in a 30 minute period. Setting of pump was 55cc/hr. Resident expired on 3/5/95 at the hosp. Dr felt it was due to aspirating vomit not from bolus of jevity.